Manufacturer narrative:
Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided. No devices and photos were received; therefore the condition of the components is unknown. The part numbers and lot numbers are unknown; therefore, the device history records could not be reviewed. This device is used for treatment.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing pain due to a broken and dislodged k-wire.